Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 3g/l stem.an evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. (B)(4).

Event description:
It was reported that surgeon took out the left stem, head and adm insert due to loosening.

Manufacturer narrative:
The patient is (B)(6). An event regarding loosening involving an unknown stem was reported. The event was not confirmed. A review of the provided xray indicates: ¿I have looked at the only one available x-ray for this case with revision due to stem and adm cup loosening. The cup appears stable in the bone although the stem is probably loose although not really very gross. There are no procedure-related problems evident on this x-ray, stem plus cup size and position appear adequate and as such more clinical and/or radiological information would be required to solve this case. This is not possible with the current amount of information.¿ conclusions: no further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
It was reported that surgeon took out the left stem, head and adm insert due to loosening.